Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message with multiple cartridges. Reportedly, the cartridges were filled with 300 units. The customer's blood glucose level was 268 mg/dl, and was addressed with a bolus. Reportedly, the customer loaded a new cartridge successfully and resumed insulin delivery.